Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap, (B)(4) addresses the transfer set, report and complaint (B)(4) addresses the titanium adapter report for this patient.